Manufacturer narrative:
A steris service technician inspected the washer door and chamber and found them to be operating properly. The technician was unable to duplicate the reported event. The washer has remained in use since the event and no further issues have been reported with the equipment. The technician noted that the facility has a history of loading items into the washer that are too large for the basket, causing the door to jam. The washer operator manual states on page 4-11: "verify no items stick out or hang out of the rack. Always use a rack designed to handle the appropriate type of items to be processed." The operator manual further warns users on page 4-22: "if an obstruction is present at the bottom of the wash chamber door, do not attempt to remove the object." Steris completed refresher in-service training regarding the proper use and operation of the washer on (B)(6), 2010.

Event description:
The user facility reported that the washer alarmed when an instrument tray became jammed in the chamber door. The chamber door came down on the employees' wrist when he reached into the washer chamber to dislodge the instrument tray. Steris made four (4) follow-up attempts to gather injury info; however the user facility refused to provide details as to whether or not the operator sustained any injuries or sought medical treatment.